Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having issues docking. The site also claimed that there was a struggle to open the gantry and it took multiple attempts to do so. There was no patient involvement.

Manufacturer narrative:
(H3, h6): verified customer complaint, after raising the gantry, was able to dock. Informed customer that this was a known issue in current software. Provided customer with a quick work around (raise the gantry off plane) until next software upgrade which should address this issue. Performed system checkout, device return to service. B01, c10, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6:software analysis was completed and there was insufficient information to determine probable cause without further information/logs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No add info received.